Event description:
The customer reported feeling nauseous and had a fever of 37.7 degrees c with a result of around 120 mg/dl obtained on the aviva nano system. She went to her general practitioner (gp) and tested around 500 mg/dl. The timeframe between the results is not known. During the night the customer's symptoms became worse. She was taken to the hospital and tested 1064 mg/dl on a professional device. A capillary blood ketone level of 6.3 mmol/l and ph of 6.95 were also received. She received sodium bicarbonate and insulin in continuous infusion and was then hospitalized. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).